Event description:
Broken access port. Follow-up findings: tubing connector appears to have been broken during surgery. Surgery was completed with new port and tubing.

Event description:
Broken access port.